Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: on (B)(6) 2024 the patient with a type b aortic dissection underwent endovascular procedure, where using 1 debranch, zta-pt-34-30-161-w1 (complaint device) was placed from zone 2, and then two gzsd-36-164 were placed to the terminal aorta. Finally, zta-de-30-108-w1 was placed at the junction of zta-pt-34-30-161-w1 and gzsd, and the procedure was completed after confirming entry closure. On (B)(6) 2024 when the patient was discharged from the hospital and examined in an outpatient CT (computer tomography) scan, it was confirmed that retrograde aortic dissection had occurred. The induced entry tear was located at the aortic arch. Although there were no subjective symptoms, emergency surgery was indicated, and tar (total arch replacement) was performed with a four-branch artificial blood vessel. After tar completion, blood pressure was weak, and a CT scan revealed that the left common carotid artery was dissected and blocked near the anastomosis. A bypass was performed again, but an extensive left cerebral infarction occurred, and the patient has not yet awakened. Per the reported information, the "left common carotid artery was occluded due to dissection near the anastomosis" is a dissection from the anastomosis during tar, so there is no direct relationship to the cook devices. Review of the device history record gave no indication of the device being produced out of specification. No imaging was provided for the investigation, and based on provided information, the reported event of retrograde dissection was possibly caused by a combination of the underlying aortic disease with fragile aorta and usage of zta for treatment of dissection, which is considered outside of intended use for this type of device. According to the IFU, zta is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. The safety and effectiveness of zta devices has not been tested in patients with dissection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: zenith alpha was used for dissection. The zenith was chosen due to its ease of alignment and ease of use, and the physician chose it at his discretion as having a central bare stent would provide peace of mind in terms of fixation and alignment. (B)(6) 2024: one zta-pt-34-30-161-w1 was placed from zone 2, and then two gzsd-36-164 were placed to the terminal aorta. Finally, zta-de-30-108-w1 was placed at the junction of zenith alpha and zenith dissection, and the procedure was completed after confirming entry closure. (B)(6) 2024: when the patient was discharged from the hospital and examined in an outpatient computed tomography (CT) scan, it was confirmed that retrograde aortic dissection had occurred. Although there were no subjective symptoms, emergency surgery was indicated, and thoracic aortic repair (tar) was performed. The aortic arch was replaced with a four-branch artificial blood vessel. Tar was completed smoothly, but after completion, blood pressure in the left hand was weak and a CT scan revealed that the left common carotid artery was dissected and blocked near the anastomosis. A bypass was performed again, but an extensive left cerebral infarction occurred and the patient has not yet awakened. 18nov2024 obtained additional information from sales rep. The "left common carotid artery was occluded due to dissection near the anastomosis" is a dissection from the anastomosis during tar, so there is no direct relationship to the cook device. Patient outcome: the patient has not yet awakened. There is a risk of death.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.